Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported: ge/v100 carescape the pulse ox will not register located at the nurses station. Bad pulse ox cable. Pulse ox not reading correctly. Bad pulse ox cable found. Informed customer to order new one. Returned to service. Troubleshot unit and returned to department. Troubleshot unit and returned to department. No consequences or impact to patient was reported.